Event description:
Several more syringes have broken in the same way. The tip of the syringe comes off and gets stuck in the patient's access. And are difficult to remove. This poses a risk of contamination of the entry point. Risk of air being sucked in. Risk of not being able to the broken part and having to replace the entire line, which involves a surgical procedure. A cracked syringe belonging to the same lot has also been found. The lot number is 3206659

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. Three photos and three samples of 5 ml syringes were received by bd. A quality engineer was able to review the sample from lot number 3206659 regarding material number 309649. Two of the photos displayed a 5ml syringe with the tip broken off from inside of the luer collar. A third photo displayed what appeared to be a syringe tip from one of the affected syringes inside a red port next to another unknown syringe connected to a similar port. One of the three physical samples was wrapped in a strip of packaging identifying it from lot number 3206661, this sample was visibly damaged and cracked on both the plunger rod and barrel appearing to have been smashed during the assembly process. This condition was non-conforming per product specification. Two samples appeared to match the defect noted above in the photos. It was clear that the tips had snapped off from inside the luer collar. The syringe barrels were from the molding machine and the conditions observed were non-conforming per product specification. An investigation was performed at the manufacturing site based on the information received from the customer. All raw components (barrels) that were used in the production of finished syringe batches (3206659 and 3206661) originated from the same molding batches. Batch 3164185 can be considered out of scope as it was produced nearly two months prior to the aforementioned batches. During production of one of the barrel batches used as an input into both 3206659 and 3206661 a power dip occurred at the facility. The power dip occurred during production of the barrel batch that utilized the molding machine where the broken tip occurred at point of use by the customer. After the power dip, an incomplete fill on the barrel tip was found on the manufacturing side (not molding) at the beginning of an order. All components at the manufacturing line were rejected and molding was notified of the issue. A verification was performed by the molding associates of the product they were running at the time. No rejects were noted at the time of requalification. The previous molded order was a different mold configuration and was therefore not affected. It should be noted that the ¿incomplete fill¿ condition typically will present as an incompletely shaped tip or collar on the barrel. The indication from the photos and samples is that the tip was formed, but there may have been an imperceptible void at the base of the tip, that later, after sterilization and during use in the ckd fatigued and detached. During each of the hourly inspections on the syringe batches (3206659 and 3206661) no issues were noted for printing, assembly, or packaging. Visual inspections are performed at the molding, marking, assembly, and packaging operations. This defect is considered linked to a single event that may have contributed to a very low-level occurrence. Potential root cause for the broken tip/incomplete fill defect is likely associated with the power dip experienced at the facility during production of one of the molded raw component batches. Potential root cause for the damaged barrel and plunger rod is associated with the assembly process. It is likely a one-off inadvertent machine jam or improper transfer between assembly dials led to the condition observed. A quality alert was distributed to the plant and relevant manufacturing associates highlighting the criticality that this broken tip defect might have on our customers. A device history record review was completed for provided lot number 3206659 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c luer was damaged. The following information was provided from the initial reporter translated to english from swedish: "several more syringes have broken in the same way. The tip of the syringe comes off and gets stuck in the patient's access. And are difficult to remove. This poses a risk of contamination of the entry point. Risk of air being sucked in. Risk of not being able to the broken part and having to replace the entire line, which involves a surgical procedure. A cracked syringe belonging to the same lot has also been found. The lot number is 3206659."

Manufacturer narrative:
(B)(4)¿ follow up MDR #3 for corrected device evaluation. Three photos and three loose 5ml syringes were received. The samples and photos were visually evaluated. Two of the photos displayed a 5ml syringe (p/n 309649) with the tip broken off from inside of the luer collar. A third photo displayed what appeared to be a syringe tip from one of the affected syringes inside a red port next to another unknown syringe connected to a similar port. One of the three physical samples was wrapped in a strip of packaging identifying it from batch #3206661, this sample was visibly damaged and cracked on both the plunger rod and barrel appearing to have been smashed during the assembly process. This condition was non-conforming per product specification. Two samples appeared to match the defect noted above in the photos. It was clear that the tips had snapped off from inside the luer collar. The conditions observed were non-conforming per product specification. An investigation was launched to identify potential root cause. The investigation included review of raw material, molding, assembly, packaging, sterilization and maintenance records. The resin raw material certificate of analysis and the material ftir analysis indicated the correct material with no contaminates present. A device history record review was completed for provided lot number 3206659 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 3206661 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The molding process device history record had one quality notification related to a site wide power outage for the above lots. Related to the power outage experienced site wide during one of the molding batches, a quality notification was generated and procedures in place for restarting equipment were followed. Review of the records confirmed that all critical molding parameters were within validated ranges prior to restart. Additionally, all inspections, processes, and procedures were properly executed with acceptable results post-restart. Based on this information the power outage has been eliminated as a potential root cause for the broken luer tips. Additional review of the device history record for marking, assembly, packaging, and sterilization showed all processes were run within validated parameters and all samples passed inspections along with all maintenance activities being performed as required. Two distinct failure modes were identified in the photos and samples received. A clear torsion shear failure, characterized by a clean break without visible plastic deformation. A break characterized by significant plastic deformation possibly due to excessive side load or bending while the syringe was assembled with the female luer device. Another photo displaying another non-bd syringe with blood in the luer which indicated moisture at the connection was seen. Moisture presence acts as a lubricant resulting in lower force to over tighten the luer connection. It was concluded that the most probable cause of the luer breakage is the male syringe tip being inserted into a wet female luer device. This would cause an unusually tight bond between the devices in turn leading to the male syringe tip being torqued to the point of material failure when attempting to separate the devices. As noted above the most probable root cause of the luer breakage is the presence of moisture at the luer connection during use causing a tight bond between devices and ultimately luer breakage. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ follow up MDR #2 for correction. Annex b code b01 added.

Event description:
No additional information.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr 9374085 ¿ follow up MDR #4 for corrected device evaluation annex a code updated to a0202 annex c code updated to c23 annex d code updated to d11 three photos and three loose 5ml syringes were received. The samples and photos were visually evaluated. Two of the photos displayed a 5ml syringe (p/n 309649) with the tip broken off from inside of the luer collar. A third photo displayed what appeared to be a syringe tip from one of the affected syringes inside a red port next to another unknown syringe connected to a similar port. One of the three physical samples was wrapped in a strip of packaging identifying it from batch #3206661, this sample was visibly damaged and cracked on both the plunger rod and barrel. Two samples appeared to match the defect noted above in the photos. It was clear that the tips had snapped off from inside the luer collar. The conditions observed were non-conforming per product specification. An investigation was launched to identify potential root cause. The investigation included review of raw material, molding, assembly, packaging, sterilization and maintenance records. The resin raw material certificate of analysis and the material ftir analysis indicated the correct material with no contaminates present. A device history record review was completed for provided lot number 3206659 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 3206661 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The molding process device history record had one quality notification related to a site wide power outage for the above lots. Related to the power outage experienced site wide during one of the molding batches, a quality notification was generated and procedures in place for restarting equipment were followed. Review of the records confirmed that all critical molding parameters were within validated ranges prior to restart. Additionally, all inspections, processes, and procedures were properly executed with acceptable results post-restart. Based on this information the power outage has been eliminated as a potential root cause for the broken luer tips. Additional review of the device history record for marking, assembly, packaging, and sterilization showed all processes were run within validated parameters and all samples passed inspections along with all maintenance activities being performed as required. Two distinct failure modes were identified in the photos and samples received. - a clear torsion shear failure, characterized by a clean break without visible plastic deformation. - a break characterized by significant plastic deformation possibly due to excessive side load or bending while the syringe was assembled with the female luer device. Another photo displaying another non-bd syringe with blood in the luer which indicated moisture at the connection was seen. Moisture presence acts as a lubricant resulting in lower force to over tighten the luer connection. It was concluded that the most probable cause of the luer breakage is the male syringe tip being inserted into a wet female luer device. This would cause an unusually tight bond between the devices in turn leading to the male syringe tip being torqued to the point of material failure when attempting to separate the devices. As noted above the most probable root cause of the luer breakage is the presence of moisture at the luer connection during use causing a tight bond between devices and ultimately luer breakage. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below